Manufacturer narrative:
B5: change from small volume infusors (reported on initial) to large volume infusors. H4: the lot was manufactured from march 16, 2022 - march 18, 2022. H10: three (3) actual samples were received for evaluation. The samples contained fluid in their bladder. Visual inspection was performed using the naked eye which observed a vertical crack on the fill port in all samples. A functional leak testing was performed which revealed a leak in the affected area. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to user related or manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid was noted around the filling ports of three (3) small volume infusors. This issue was discovered during the filling process; however, the medical staff confirmed the caps were closed tightly. There was no patient involvement. No additional information is available.